Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter would not retract. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter would not retract. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex. Event attributed to. Device single use? Device returned to manufacture.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter would not retract. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: units nor photos were not provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. DHR was previously reviewed for (B)(4), which disclosed the following: lot 8009554; was built on afa line 5 on 13jan2018 through 16jan2018 and packaged on afa line 10 for the quantity of 244,010ea. DHR review disclosed no indication of the alleged defect as it was noted that there were no reject findings throughout the build of this lot that would impact upon the quality of the catheter product and no qns were initiated. All required challenges samples and testing was performed per specification in accordance with the setup and in process samples for needle retraction by button activation were performed at various stages throughout the process, all the inspections passed per specifications. Sap (qn) database review; was conducted for this investigation which disclosed that there were no reject activity findings relevant to the alleged defect associated with the lot number provided for this incident. Analysis of peura (end user risk analysis) disclosed that due to low occurrence and limited severity, current risk is acceptable. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.